Event description:
Nipple marker product falling off patient during a mammogram, and in some cases, resulting in a repeat mammogram.

Manufacturer narrative:
Nipple marker product has adhesive properties that may become compromised during use dependent on handling and application.